Event description:
It was reported that a spectrum pump constantly displayed the air in line message. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported symptom, which was not reproduced. Evaluation confirmed the reported symptom through a review of the event history log. During the evaluation, the lower fluid number was out of specification. The upstream sensor and upstream pusher were replaced.